Event description:
Additional information received reported the patient did not have meningitis. The date of their last refill had been (B)(6) 2014. Signs and symptoms of the infection included redness, and swelling. A culture was obtained of the device pocket. Along with system explant, treatment included intravenous antibiotics. The infectious disease physician took over the case as well it was noted. No drug withdrawal occurred and it was confirmed the infection resolved. The patient was given oral medications along with as previously reported a new pump implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a "whole body" staph infection and their entire system was explanted "on or around (B)(6) 2014". The patient then spent 66 days in the hospital to treat the infection. The patient then received an "all clear" from their healthcare professional (hcp) and the patient was re-implanted on (B)(6) 2014. The pump was used to deliver dilaudid, fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8578, lot# n280307006, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type accessory; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter; product ID 8598, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type catheter. (B)(4).